Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in foreign substance found. Black foreign substance found in the central part of the catheter.

Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed loose black foreign matter with a layer of coating and attached with red fiber like foreign matter on the catheter tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine foreign matter type. The loose black foreign matter matched reasonably with polyvinyl acetate-ethylene. The red fiber matched well with polyethylene terephthalate. The coating matched well with silicone. Based on the foreign matter types, an investigation was conducted on the potential foreign matter sources. The source of the foreign matter could not be traced back to manufacturing. As this is the first reported foreign matter complaint for the reported lot, this is most likely an isolated case. Current controls include an outgoing and in-process visual inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol.

Event description:
Black foreign substance found in the central part of the catheter. For more details, please refer to the attached photo.